Manufacturer narrative:
This report will be amended when our investigation is complete. The info provided on this form was previously submitted under mfg report number # 1822565-2014-00460.

Event description:
It is reported that the pt was revised due to loosening.